Manufacturer narrative:
The insulin pump was received with esc, act and down buttons unresponsive due to corroded keypad traces. No button error alarm noted. Unable to verify unexpected restart alarm or perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test, however moisture damage found on the lcd board. Pump had cracked case at display window corner, broken battery tube threads, reservoir tube lip, severely scratched and cracked display window, missing reservoir tube o-ring, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and an unexpected restart and had unresponsive buttons. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was unknown at the time of the incident. The customer stated that the bolus button was unresponsive. The customer also stated that there was no significant event leading to the keypad issues but stated that the unexpected restart alarm was received after the button error. The customer stated that the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for unexpected restart was performed. The customer reported that they were not calling back for an unexpected restart and that there was no temp basal programmed prior to the unexpected restart alarm. The customer also stated that they were taking a bolus when the button error occurred and also reported that insulin pump was not stored or not in used for an extended period of time. There was no indication that the unexpected restart alarm was resolved during troubleshooting. The insulin pump will be returned for analysis.